Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was receiving fentanyl via an implantable pump for non-malignant pain indications for use. It was reported that the patient was hospitalized for a month and a half due to acute respiratory distress syndrome and was placed under sedation. They were wondering if the pump was still dispensing medication because the patient has experienced a return of symptoms and a severe pain flare up. The healthcare provider (hcp) was not sure how much to give the patient because they did not know if it was dispensing the fentanyl or not. The agent reviewed provided the national answering service (nas) phone number to give the hospital.